Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr installed a test circuit and ran the unit at the current settings on the unit and the reported issue was not duplicated. The fsr performed a 2k preventative maintenance and found the driver displacement indicator (ddi) calibration out of specification. The fsr performed the ddi calibration, pneumatic calibration, alarm function check, and performance test. The fsr performed the operational verification procedure and the unit passed per manufacturer's specifications. The fsr allowed the unit to run overnight for approximately 43 hours and the unit did not stop running.

Event description:
The customer reported that there was a whistling noise and all of a sudden the piston stopped while the unit was in use on a patient. When the user tried to restart the ventilator and re-calibrate the unit, the user found that they had to hit the start/stop button multiple times before the it started. There was no patient compromise. The patient was placed on another ventilator.